Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining troponin (accutni) results within the risk stratification range that did not fit the clinical presentation of the patient, generated by the unicel dxi 800 access immunoassay system, over the course of three (3) days ((B)(6) 2011). This report documents the results generated on (B)(6) 2011. The results were repeated on an alternate instrument and produced another result that was within the risk stratification range. There was no report of death, injury, or affect to patient treatment in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. System information was not supplied. Customer sent a sample from the patient to customer product line support (cpls) for additional testing. Cpls first repeated the customer's accutni results. A dilution test was performed and was inconclusive for the presence of an interferent compound. Interference testing was performed and revealed an interference which likely relates to alkaline phosphatase. Service was not dispatched for this event as the customer was not questioning instrument performance. An interferent in the patient's sample is the root cause for this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site from the same patient: 2122870-2011-05335, 2122870-2011-05336.